Event description:
It has been reported to philips that the allura xper fd20 system had only partial geometry. No harm was reported in connection with this event.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the geometry partially available. Upon functional testing fse found that the power supplies in the pcu and spc units were excluded after diagnostic checks and measurements and found that there was a problem with the geo module wp control, which needed replacement. Fse replaced the defective geo module wp, board software has been downloaded and the system has been tested. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.